Event description:
The customer mother reported that the customer had a blood glucose (bg) level of 352 mg/dl at 8:42am, so they bolused 8.40 units of insulin. At 10:44am, the customer's bgs were 31. The customer had a seizure and an ambulance as called. The customer was rushed to the ER were he was treated with IV tordal and was given food. He was released the same day. The pd was discarded.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported ER visit for hypoglycemia. No lot qualification records were reviewed, as the product lot number was not provided.